Event description:
It was reported that an arteriotomy closure of a mildly calcified right common femoral artery was attempted using a prostar xl after a transcatheter aortic valve implantation (tavi) procedure. Reportedly, during use marking from the marker lumen could be not be identified. The device was flushed several times; however, marking from the marker lumen could still not be identified. A second prostar xl device was used to achieve hemostasis. There was no reported clinically significant delay in the entire procedure. The physician is reported to be trained in the use of the proglide device. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The device was returned for analysis; however, it was inadvertently discarded at the manufacturing facility prior to evaluation. Potential cause for no marking could be due to manufacturing, user technique, and/or anatomical conditions. The manufacturing of the prostar device includes a test that verifies the marker lumen is free from blockage. The lot met all lot acceptance testing. During the use of the device, it was reported the flushing of the marker lumen was successful; however, vessel marking was not. This indicates the path for marking was clear outside the vessel. There is no indication of a manufacturing deficiency. Positioning the device for marking is important as it signifies vessel engagement. User influences that may result in failure to achieve marking include: the marker port not being in the arterial lumen and the marker port possibly being up against the wall of the patient artery. For this event, the marking could not be identified with this device, but the marking path was clear, as the user successfully flushed the device. The user technique may have influenced this incident, but this could not be confirmed. Vessel condition has influence as tissue may restrict the flow into the marking port or the vessel is deeper or smaller than expected. It was reported the vessel was mildly calcified, which may have impacted marking. Per the instructions for use, the safety and effectiveness of the prostar device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and there have been no other incidents reported for no marking. Based on the investigation, there does not appear to be any indication of a product quality deficiency.